Manufacturer narrative:
According to the information from the customer there was visible corrosion on both printed circuit boards. The printed circuit boards were not returned therefore no investigation has been possible. The conclusion basing on the information that was provided is that the cause was the liquid spill. Information of how the liquid spill occurred was not provided.

Event description:
It was reported that a hospital biomed did an internal repair and replaced 2 printed circuit boards due to a fluid spill. There was no patient involvement reported. (B)(4).